Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it is likely that a defective generator board led to the malfunction. A definitive root cause cannot be identified. This issue is addressed in a product quality information (pqi), published on 28feb2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: minor dust inside the unit; volume knob is missing hence needs to fix new; heavy scratches found on the front panel. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the generator was displaying an error code (e433). While onsite, the olympus field service engineer checked the equipment and found it was restarting automatically and displayed error code e433. The malfunction was found during a therapeutic transurethral resection of the prostate procedure. The procedure was successfully completed using similar device. There was no patient impact as a result of the event.